Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2014 with the following findings: on examination, the battery compartment was noted to be cracked and moisture was observed inside the battery compartment. A leak test revealed a leak at the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture ingress inside the pump. Unrelated to the original complaint, the display was found to be dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter contacted animas on 04/09/2014 alleging moisture ingress into the battery compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged casing/condition issue remained unresolved with troubleshooting.